Event description:
It was reported that pump battery depleted too quickly, which caused pump to shut down and led to high blood glucose. Customer¿s blood glucose reached 629 mg/dl during event, but there was no reported need for outside medical help. Customer gave correction injection with multiple daily injections, delivered correction bolus with pump once insulin delivery resumed, and received education that insulin on board and maximum hourly bolus reset when pump turned off or reset; customer was advised to upload pump data for battery review but did not upload recent data despite multiple reminders case closed.